Manufacturer narrative:
Concomitant products: 419588 lead, implanted: (B)(6) 2010; 694758 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)'s battery longevity did not meet customer expectation. The device will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the device was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 81% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.